Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of the coupling screw between the glenosphere and metaglene diagnosed on (B)(6) 2021. Primary implantation of an inverse shoulder prosthesis on the right on (B)(6) 2020. Revision surgery with changes of glenosphere and metaglene took place on (B)(6) 2021. Doi: (B)(6) 2021, dor: (B)(6) 2021, right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (procode,lot,exp,UDI), g5 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d2b, d3, d10 and g1.

Event description:
Operated side: right. Did a surgery time extension occur? No surgery prolongation during primary implantation. Ref and lot of implants used in the primary implantation can be found in attachment explanted during revision surgery were: glenosphere, metaglene including the 2 locking screws and the inlay. The epiphysis and stem were left in place. The lot numbers of the explanted components can be found in the answer to the previous question. Are the explants available? The explants were delivered to the patient. Negative consequences of the event for the patient? Revision surgery with component replacement. Which screw was broken? The central locking screw of the glenosphere. The radiographs could be made available if a release of confidentiality was obtained. The patient had no relevant concomitant diseases. Date of initial surgery was (B)(6) 2020, date of revision (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-sep-2020. 3) any anomalies or deviations identified in DHR: (viant #) fenc 2020-051 and (depuy #) nr-0146283 were found, however no correlation to the reported event was identified. The DHR analysis of the batch indicated shows an initial conformance of this product with regards to this specification. 4) expiry date: 31- aug-2025. 5) IFU reference: w90930.